Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 317818 on panther plus instrument sn (B)(4) which had an increase in low positive samples. Customer questioned if there was contamination since they noticed the wl in question had 15 low positives (600-1000 rlus) out of 27 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. No results from this run were reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the wl in question as valid with normal control values, but there were more clusters of positive results than expected; all rlus appeared elevated towards the end of the run. Ts checked the maintenance logs which stated the sample shield was changed prior to this run, and a misplaced or warped sample shield could have caused this pattern in results. Customer confirmed they changed the sample shield before the run. Blanks were run with the repeat run after customer performed monthly maintenance and cleaned the reagent and sample benches; all blanks resulted negative. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.